Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing dysphagia leading to explant without issue of the linx device on (B)(6) 2018. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on approximately (B)(6) 2018 (2.5-3 months prior to explant). Patient began "having issues" approximately 2 weeks after implant.

Manufacturer narrative:
Updated a1 to include patient identifier. Updated a2 to include patient age and dob. Updated b5 to include symptom severity, hernia repair, device positioning, and patient status after removal. Corrected implant date in b5. Updated b6 to include pre-implant testing, post-implant testing, and device culture. Updated b7 to include patient history and reported bmi. Corrected implant date in d6. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to explant without issue of the linx device on (B)(6) 2018. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred on (B)(6) 2018. Patient began "having issues" approximately 2 weeks after implant. Device explant due to moderate ongoing dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry. The patient is doing well as of (B)(6) 2018.